Event description:
This customer reported that the battery gave a battery low message during pt care. There was no death or serious injury.

Manufacturer narrative:
(B)(4). This customer reported that the battery gave a battery low message during pt care. There was no death or serious injury. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.